Event description:
See also MFR report # 3004209178201008794. It was reported that the pt felt numbness on the left side of the body, "on and off," for the past month. The pt had fallen "a lot," but did not seek medical attention for these events. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).